Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -17.50/1.5/094 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. On (B)(6) 2023 the lens was exchanged vertically for a same length lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).